Manufacturer narrative:
The insulin pump was unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and detached end cap. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, broken battery tube threads, cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the whole end of the insulin pump came off. The customer's blood glucose was high at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.